Manufacturer narrative:
Product complaint # : (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4).investigation summary ==> the complaint, originally dint 24994, was re-opened upon receiving further information from kennedys which was: update 12 jan 2018. Pinnacle spreadsheet receive. Added patient details, affected side, added product record for the acetabular cup and corail. Corrected doi no products or patient records were ever returned. A complaint search and DHR review were conducted previously, the results of which were documented in dint 23340, a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to mass in right groin. Reported - severe pain, grinding and patient struggles to straight leg raise. Walking distance 100 yards. Oxford score 12/48. Doi: (B)(6) 2005; dor: (B)(6) 2012; right hip. Update 12 jan 2018. Pinnacle spreadsheet receive. Added patient details, affected side, added product record for the acetabular cup and corail. Corrected doi.